Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery status and a compromised connection between the battery clip assembly and the battery can be confirmed. The power module serial number (B)(6) was returned and evaluated in edc service center. Visual inspection revealed a damaged battery clip which resulted in not fully secured connection. The battery was not returned with the power module and the reported red battery alarm was not reproduced; however, the compromised connection between the battery and the clip has the potential to result in the reported alarm. Further evaluation also revealed a missing battery bracket and damaged/cracked top and bottom housing. The damaged parts were replaced, the power module was functionally tested and passed all steps. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with mfg and qa specifications. The heartmate power module IFU section 2 "setting up the power module (pm) prior to use" and the section titled "inspection, cleaning & maintenance") both instruct users to check for damage, including cracks, in their power module before use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module had a red battery status with an audible alarm. The battery box of the power module was opened. It was attempted to replace the battery, but it was not possible to connect the internal battery because the cables were loose.